Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left ostia: there were: 3 trailing coils visualized in the cavity after placement. Right ostia: there were 4 trailing coils visualized in the cavity after placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and uterine haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left ostia: there were: 3 trailing coils visualized in the cavity after placement. Right ostia: there were 4 trailing coils visualized in the cavity after placement. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.